Event description:
It was reported that a non-abbott guide wire was used with this device. During the attempt to insert onto the guide wire, the stent delivery system (sds) became stuck on the guide wire. The sds was pulled back and the soft tip of the sds detached. The device was not used on the patient. Another 3.0 x 18 mm xience v was used successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood on the stent and on the balloon, which is consistent with handling. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The soft tip was separated at the distal end of the clear gap and not returned. The fracture face was stretched and jagged, suggesting that the separation may be related to tensile overload (material stress/fatigue). Factors that may contribute to the inability to insert the guide wire into the stent delivery system (sds) and cause resistance between the devices may include, but not limited to, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A mandrel was used to measure the inner diameter of the guide wire exit notch and of the tip past the proximal seal and these met manufacturing criteria. The guide wire used in the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. A new .014 guide wire was backloaded through the sds with no resistance noted. Additionally, it was noted that the proximal taper of the balloon was wrinkled and the outer member was wrinkled proximal to the proximal seal. In this case, it is possible the distal tip may have been kinked during insertion of the guide wire, causing resistance during the attempt to advance the guide wire. This resistance could then cause the tip to become further kinked, and the subsequent removal of the product likely resulted in the balloon and shaft becoming wrinkled, the tip stretching, and ultimately the tip detaching. There was a bend in the hypotube proximal to the guide wire exit notch. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the attempts to load the guide wire or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this case, a definitive cause of the reported resistance during the insertion of the guide wire into the sds cannot be determined. However, the tip detachment and subsequent damage noted appear to be related to operational context. There does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances.